Manufacturer narrative:
The calibration before the event was normal. The qc on the date of the event were within specifications. Additional information was requested for the investigation, but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t high sensitivity assay (tnt hs) result for 1 patient tested on a cobas 8000 e 801 module. The initial tnt hs result was 50.8 ng/l (sample a). The initial result was reported outside of the laboratory. The general practitioner questioned the initial result and requested a new sample to be tested for the patient. A new sample, sample b, was tested and the initial tnt hs result was 3.00 ng/l with a data flag. Sample b was tested again with a result of 3.83 ng/l. Sample a was then retested with a tnt hs result of 3.30 ng/l. Sample a and sample b were both tested again on another instrument on (B)(6) 2019 with the following results: sample a 3.07 ng/l and 3.07 ng/l sample b 3.74 ng/l and 3.00 ng/l with a data flag. Sample a was visually inspected and it was clear of fibrin or clots. Qc results from the day of the event were acceptable. There was no allegation that an adverse event occurred. The tnt hs reagent lot was 370695. The investigation is currently ongoing.